Event description:
Independent repair center customer alleged alarming and/or red light and noisy unit ,and the key failure is compressor is noisy. Associated malfunctions for this device: poppet valve was not shifting, tie wraps and heat exchanger coupling were leaking.